Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that they had a pseudoaneurysm 48 hours post deployment of the 8fr angio-seal device. There were no issues with the patient's condition. The deployment of the angio-seal device was successful. Additional information was received on 16 nov 2022: the patient was stable. Additional information was received on 22 nov 2022: a 7fr procedural sheath was used and was closed with an 8fr angio-seal device. Bleeding occurred 24 hours after the procedure. The patient was on heparin. She had developed a hematoma. The deployment of the device was fine, no bleeding, pain until the acute bleeding episode the following day. The patient had 2-4 hours bedrest after the procedure. Access site arteriograms looked normal and there were no access issues during the case. Right common femoral access with ultrasound, single puncture. Left leg arteriogram with thrombectomy (penumbra cat 7). 7fr destination sheath. The estimated blood loss was less than 200ml. Additional information was received on 29 nov 2022: the procedure was a bilateral lower extremity angiography and iliac artery stent placement. Bilateral groin access was obtained and both sides were closed with 8 french angio-seal. The procedure sheath size used was a 7 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was discharged (B)(6)2022. Both groin access sites looked fine at that time. The patient came back (B)(6) 2022 with a large right groin hematoma. The hematoma has been decreasing in size. The patient was confirmed to be stable. Additional information was received on 30 nov 2022: the procedure was completed with an 8fr angio-seal device.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to correct the doctors name in section e1 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a post deployment adverse event. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).